Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing resulting in multiple inappropriate mode switch episodes. No changes or interventions were reported. The patient condition was not known.